Manufacturer narrative:
Additional information: medical device lot #: 9147623. Medical device expiration date: 5/31/2024. Device manufacture date: 5/27/2019. Investigation summary: 3 representative samples of batch 9147623 were received for investigation. No samples were returned for batch 9116562. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual inspection: the 3 representative samples were subjected to visual inspection. There were no deformation/damage observed on the eclipse hub and safety shield. No breakage observed on the safety lock pin. Hub hook breakage/ safety shield fall off/break off test: the 3 representative samples were subjected to the eclipse safety shield inspection to check for hub hook breakage or safety shield fall off / break off. The sample passed the inspection. Activation / locking force : the 3 representative samples were activated per test method procedure, it377. The activation force results met the specification requirements. Unable to confirm the customer experience as sample passed the inspection. Conclusion: no assignable root cause could be established as the investigation revealed no abnormalities associated with the tested sample and the tested sample have passed the inspection.

Event description:
Material no: 305761 batch no: 9116562 it was reported that the safety mechanism on the bd eclipse¿ needle failed to activate properly after use, causing the nurse to push their finger on the safety guard near the center to the tip of the dirty needle in order to engage it. This resulted in a dirty needle stick, but no medical intervention has been reported to date. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: dates of needle sticks were (B)(6) 2019 x 1 cma and (B)(6) 2019 x 2 cmas. When closing the needle post injection the thumb comes too close to the tip of the dirty needle to engage the safety guard. The nurse needs to actively push her finger down on the safety guard near the middle to tip of the dirty needle to engage the safety guard to get it to click closed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305761 batch no: 9116562 it was reported that the safety mechanism on the bd eclipse¿ needle failed to activate properly after use, causing the nurse to push their finger on the safety guard near the center to the tip of the dirty needle in order to engage it. This resulted in a dirty needle stick, but no medical intervention has been reported to date. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: dates of needle sticks were (B)(6) 2019 x 1 cma and (B)(6) 2019 x 2 cmas. When closing the needle post injection the thumb comes too close to the tip of the dirty needle to engage the safety guard. The nurse needs to actively push her finger down on the safety guard near the middle to tip of the dirty needle to engage the safety guard to get it to click closed.